Manufacturer narrative:
Device evaluation: the unit was received at the international service center and service technician checked it and performed run in test, but the reported complaint was not duplicated. Error code 1111 (oxygen device failed) was detected in the diagnostic error log, which can occur due to dirty oxygen filter. Resolution and disposition: oxygen filter was replaced. Unit was checked overall, run in tests then no abnormality was confirmed.

Event description:
The international customer reported check vent: "oxygen device failed¿ was displayed on the v60 screen but it was instantly cleared. There was no patient involvement.